Event description:
The customer reported having intermittent power issues when touching the switch.

Manufacturer narrative:
(B)(4): the customer reported having intermittent power issues when touching the switch. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.